Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's infusion set came out one day. Customer does not remember pulling it out and the blood glucose level was 600 mg/dl. Customer's had some bleeding on the next infusion set. Customer declined transfer to the help line. Both problems were resolved quickly by changing out the site. No additional information provided.